Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was unpacked on august 20, 2019. According to the complainant, during unpacking, the bottom of the individual device packaging was torn. There was no damage noted to the carton or outer cardboard box. Reportedly, this was found prior to use with a patient or procedure.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was unpacked on (B)(6), 2019. According to the complainant, during unpacking, the bottom of the individual device packaging was torn. There was no damage noted to the carton or outer cardboard box. Reportedly, this was found prior to use with a patient or procedure.

Manufacturer narrative:
Two initial reporters were reported: (B)(6). Problem code 2385 captures the reportable issue of packaging torn. Investigation result: visual examination found that an opened cardboard box containing five alliance devices was received. The device packaging of each device was correctly sealed, the labels were in good condition, and the trays did not show any damages. However, the outer cardboard box had damage in multiple locations. The box had tears in both the front upper section and bottom section. Also, the box was wrinkled in some spots. The label was in good condition. It is most likely that the manner the box was manipulated, transported and/or stored after it left the manufacturing process was not appropriate and resulted in the damages found; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.